Event description:
The facility reported that when an error displayed during a procedure, the probe tip was broken by cleaning and this was outside the patient. The procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the probe broke down at 15 mm from the distal end. And there was a scratch at the upside of the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, we have concluded that the probe presumably was scratched because of the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scrape and probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device, the crack of the probed occurred and error displayed. Consequently, during the examination outside the patient, the probe tip broke. The instruction manual of the thunderbeat scissors mentions warning and caution of possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user mishandling. This report is being submitted as a medical device report in an abundance of caution.